Event description:
The blade holder broke during a total hip revision. The blade bound up and broke the blade holder on the main shaft. The blade was left in the patient. They could not find it and continued with the case. They took an x-ray after the case and saw the blade on the x-ray but couldn't find it in the wound.